Event description:
The complainant stated that the head of the bed drops almost all the way down and will not go back up.

Manufacturer narrative:
The technician found that the head of the bed would unintentionally drop. Hi isolated the issue to a broken drive assembly, allowing it to de-couple from the CPR mechanism without pulling the CPR handle. The technician replaced the head drive assembly to repair the bed.